Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision due to infection. Additional information indicates that the distal tip of the right ventricular (rv) lead was broke off during the extraction phase. The product was partially abandoned. There were no additional adverse patient effects reported.